Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken snake wrist cable at the distal joggle joint. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. In an attempt to roll the grip tips, while keeping the rest of the instrument stationary, the distal end rotates unexpectedly. The distal end results in a wider swing than is intended. This is likely due to the broken snake wrist cable observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis confirmed the initial findings. The instrument does appear to exhibit unintuitive motion. With the instrument's wrist bent and the grips open, the master tool manipulator (mtm) was rotated back and forth between the range of motion for the rotation axis. At the end of the range of motion for rotation, the grips moved as expected, spinning and rotating while staying in place. However, around midway between the ends of the range of rotational motion, it was observed that the grips would stop spinning as expected and would unintuitively swing in a circle. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the cadiere forceps instrument had a loose cable and would not rotate at the wrist. The customer replaced the cadiere forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.